Event description:
The patient is receiving radiology treatment for oral cancer. During which the hospital personnel were instructed to apply a magnet to the ICD. During a follow up after the patient had a couple radiology treatments the device was found to have detection off. Since the device was not checked after every treatment it is not certain whether it was the result of emi or radiation or if it was because of the magnet applied. The detection switch was turned back on and the patient had no vt or vf events occur while it was off. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis revealed that a magnet application was detected by the device on (B)(6), 2022 at 10:09 h. As a result a message box was shown on the programmer screen at first interrogation on (B)(6) 2022 at 10:23 h, informing about the magnet application and asking whether the anti-tachycardia detection should be disabled. This message box was closed by pressing the button yes at 10:24 h. Subsequently, the anti-tachycardia therapy functions were manually activated at 10:28 h. There was no indication of a device malfunction.